Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The samples were repeated on an alternate instrument in the lab upon receiving low anion gaps. Higher results were obtained. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The instrument failed calibration post routine maintenance. The instrument was recalibrated and passed. Qc was within lab established ranges a bci field service engineer (fse) cleaned the flow cell, replaced the na and chloride electrodes, and verified performance.